Event description:
Customer complained about the sensor's life being shorter than the designated six days. She stated that the sensor was showing low glucose readings. Customer stated she removed the sensor and noticed it was kinked. Blood glucose level is 113mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.